Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and it was reported that when the patient increases their stimulation they get sharp painful stimulation on top of their regular stimulation. The problem was not completely resolved as the patient was unable to keep the stimulation at a level where there is improvement. The sharp pain would return. No further complications were reported.

Event description:
The patient explained she had a major surgery done yesterday and her implanted device seemed to be off and she was wanting assistance with using the device, patient stated she had 3 absolutely incontinence moments. The patient reported undesired settings. The issue was not resolved at the time of this report. Patient reported a day later that she has been experiencing a little more urgency and incontinence. Patient stated she had surgery on monday for a nonrelated issue and felt the symptoms have gotten worse since then. Patient stated was not sure if it was the narcotics that were what was causing this. Information indicated that medical procedures could be related to this issue. Patient stated a few times she didn't make it to the bathroom on time. The patient did not feel stimulation. Patient increased amplitude to 3.2v she felt stim and it was comfortable. Patient stated she just took medicine 1/2 hour ago so it could be dulling the sensation. No further patient complications have been reported as a result of this event in the event description. The patient indicators for use are for gastrointestinal/ pelvic floor.